Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the revision was set bet because of the breaking of the prosthesis. The patient states that wen it broke, he was coming out of his car when after some steps, he fell down to the floor. He claims after that, it had broken.